Manufacturer narrative:
This report is submitted on february 04, 2019. (B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced no clinical benefit with device use. It was also reported that the patient experienced minor skin issues. Subsequently, the device was electively explanted on (B)(6) 2019.